Event description:
The pump alarmed and when the nurse opened the pump door a bubble at upper fitment was identified. The medication infusing was insulin. No IV pushes were ordered or given. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.